Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the pacemaker was found in back-up vvi mode and was exhibited telemetry lockout. No intervention was performed. The pacemaker was successfully reinterrogated and returned to original programming setting. There were no patient consequences.